Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during ligation of internal hemorrhoids procedure performed on (B)(6) 2022. During the procedure, the handle was rotated to deploy the third band; however, it would not deploy. The handle was rotated again, but two bands were deployed off of the ligator. When the physician rotated the handle again, the band was stuck and it could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: medical device problem code (B)(6)captures the reportable event of bands unable to deploy. Medical device problem code (B)(6)captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle assemb;y and ligator head) was analyzed, and a visual evaluation noted that the five bands were returned and separated from the ligator head. The suture was in good condition with seven knots. The device was observed under magnification, and the ligator head teeth were bent/damaged. The handle did not have marks of trip wire being secured. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy and bands premature deployment were confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged, the five bands were separated from the ligator head. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands, making difficult to deploy the bands. Also, the tension of the suture may not have been correct causing the teeth of the ligator housing bent/damaged. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during ligation of internal hemorrhoids procedure performed on (B)(6) 2022. During the procedure, the handle was rotated to deploy the third band; however, it would not deploy. The handle was rotated again, but two bands were deployed off of the ligator. When the physician rotated the handle again, the band was stuck and it could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.